Manufacturer narrative:
If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. The device was manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review (mrr). The units were released according to specification. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol) that the haptics were stuck to the optic. The lens was implanted successfully and no patient injury was reported. Patient information was not available. No further information was provided.